Event description:
According to the event description: "therapy start date (dd / mmm / yyyy) : (B)(6) 2025, therapy start time, (24 hour format) : 1442hrs, incident drug name : pemetrexed, incident drug concentration (with dilution units) : 725mg/129ml. Incident date (dd / mmm / yyyy) : (B)(6) 2025, incident time (24 hour format), : 1453, prescribed vtbi (volume to be infused, ml): 129ml, prescribed, dose or rate (ml/hr): 774ml/h. In the bottle still left about half after infusion is completed. Infusion bottle mentioned as semi rigid bottle with cstd, airvent closed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History analysis: the pump was turned on at 02:01pm on the (B)(6) 2025. After the space line was selected, a flow rate of 50ml/h and a time of 1hour were set. The therapy was started at 02:02pm with a flow rate of 50ml/h. The infusion was stopped at 02:38pm (30.13ml were infused). After change of the disposable the therapy was stared again for 1 minute and 28 seconds at 02:41pm. At 02:43 a new flow rate of 774 ml/h and a vtbi of 140ml were set. The therapy was started at 02:44pm. At 02:50pm the vtbi near end alarm raised. At 02:55pm the kvo mode was active (flow rate 3ml/h). The therapy was stopped at 03:04pm. In total 171.34ml were infused. At 03:05pm a new vtbi of 140ml was set. The infusion was started again with a flow rate of 774ml/h the therapy was stopped at 03:06 and the door was opened. At 03:09pm the space line neutrapur was selected. The infusion was started again. The pressure upstream alarm occurred direct after start. The door was opened again. At 03:22pm the pump was turned off. Therefore, the defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.